Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump went into threshold suspend with a blood glucose level of 180 mg/dl and a sensor glucose level of 53 mg/dl. The customer stated that this occurred again with a sensor glucose level of 123 mg/dl and a blood glucose level of 123 mg/dl. The customer will not return the products for analysis.